Manufacturer narrative:
Intuitive surgical inc. (Isi) received the psm involved with this complaint and completed the investigation. Failure analysis found the psm had failed the weighted brake drop test.

Event description:
During a preventative maintenance of a da vinci si surgical system by an intuitive surgical inc. Representative found the patient side manipulator (psm) had failed the brake test. The psm was replaced. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments.